Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 31-oct-2018 with the following findings: during investigation, the battery compartment was cracked at the left side of the grip pad from the threads to the case seal. The battery cap was stripped and unable to secure to power up the pump. The test battery cap secured to power up the pump. A 12 hour duration test was completed with the test cap and no power losses or reboots were duplicated.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged the battery compartment was damaged, the yellow o-ring was visible, the battery cap was unable to be tightened to the pump, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.